Event description:
It was reported the pt's (B)(6) ipg is not holding a charge. This issue allegedly began following a surgical procedure to address chronic buttock pain. In addition, the pt reports experiencing a heating sensation at the ipg site when the device is in use or being recharged. Efforts to resolve these issues with use of a different charging system proved unsuccessful. Surgical intervention was undertaken to replace the pt's ipg. No further complications have been reported following the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.